Manufacturer narrative:
The device was returned to olympus for evaluation. Tissue debris was found on the device. The evaluation also found the teflon pad partially detached from the jaw, exposing metal underneath. Charring was also found on the teflon pad. There was no damage to the probe. Investigation is currently ongoing regarding the clinical and patient circumstances of the device failure. This report will be updated accordingly when additional information is received. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus received a returned device that was not associated with a specific report of malfunction or procedure event. Olympus performed evaluation on the device and found tissue debris, indicating use in a patient. The evaluation also found the device damaged, with the teflon pad partially detached from the jaw and exposing metal under the pad.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial submission date received by manufacturer. The date received by manufacturer date, the original submission, should be september 6, 2018, which is when the returned device was evaluated by olympus.